Event description:
The customer reported that the "speaker was not working. A speaker malf. Inop was displayed after replacing the mainboard". The device was not in use on a patient at the time of the reported issue and no death, or patient/user injury or harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker was not working. A speaker malf. Inop was displayed after replacing the mainboard. The device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.